Event description:
It was reported air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24 mm watchman laa closure device was deployed in the patient. At this point, air was noted floating inside the laa behind the device. The device was assessed and met criteria for release. The device was released in the laa. The patient was extubated and transferred to pacu. The patient was hemodynamically stable throughout and there were no EKG changes noted.